Event description:
During installation adn testing of the apl valve, pressure was not relieving as set. There was no pt involvement. Ge hlthcare's investigation into the reported occurrence is still ongoing.